Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There were no further details provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There were no further details provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information; however, no response has been received.